Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became intermittently unresponsive when one side of the button was pressed. The pump turned on when plugged into a power source, or when the wake button was pressed on the other side, and the customer was able to access the pump features. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.